Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement and an infection at the implant site. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.